Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age: "(B)(6) week preemie."

Event description:
It was reported that fentanyl leaked between a 3ml syringe and tubing despite firmly tightening the connection. This event occured the week of (B)(6) 2019.

Manufacturer narrative:
The customer¿s report of a leak between the 3ml syringe and tubing was confirmed during functional testing. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Closer inspection of the leak did not observe any cracks or damages between the mating components. Functional testing did not find any leaks. The extension set was separated from the 3ml syringe and tested by itself. The set was loaded into a lab syringe pump module for an infusion test. The infusion completed with no leaks observed. The set was then pressure tested and there were no signs of leaking anywhere on the set configuration while the tubing was manipulated at each engagement. Root cause is due to concomitant 3ml syringe. No anomalies found with received extension set.

Event description:
It was reported that fentanyl leaked between a 3ml syringe and tubing, despite firmly tightening the connection. This event occured the week of (B)(6) 2019. Although requested, there is no further patient or event information available.